Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 3.2 failed.As per part investigation, it was determined that physical damage of PN 151630-01 (pyxibus module controller board). Analysis revealed a broken L501 component and evidence of fluid ingress.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-SEP-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of MedES - RX6E2 Drawer 3.2 Failed was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process.According to Work Order (b)(4), the FSE reported that drawer 3.2 was failed. The FSE had replaced the drawer board and T-board (pyxibus module controller (PMC) board) to resolve the issue and tested in Hardware Test Application (HTA) with no further issues observed.During DCHU Visual Inspection:PN 151622-01: The unit was received in good condition with no signs of physical damage, loose components, fluid ingress, missing components or other anomalies observed.PN 151630-01: The unit was received with physical damage, specifically on component L501, which shows a cracked encapsulation with exposed internal winding. Additionally, evidence of fluid ingress was observed in the surrounding area, including residue and splash patterns on the PCBA surface. During DCHU testing:PN 151622-01: Testing was performed on an ESD protected surface using a calibrated digital multimeter showing normal resistance values (>1000 ohms) for D501, MOSFET Q501, TP501, and MOSFET Q601, with all other components (resistors, diodes, etc.) and the HTA (hardware test application) and confirmed that all diagnostic tests were completed successfully without anomalies or intermittency detected.PN 151630-01: No testing was required due to evidence of physical damage, specifically on component L501, which shows a cracked encapsulation with exposed internal winding and evidence of fluid ingress in the PCBA area. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:No issues were identified with PN 151622-01, Drawer Controller Board, as the part functioned as designed and showed no evidence of failure.The root cause of the complaint, MedES - RX6E2 Drawer 3.2 Failed, was attributed to physical damage of PN 151630-01 (pyxibus module controller board). Analysis revealed a broken L501 component and evidence of fluid ingress, which resulted in a communication failure that caused drawer 3.2 to fail and prevented its recovery.